Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. The reporter stated that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/01/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/17/2015 with the following findings: the pump's black box showed evidence of two replace battery alarms on 10/05/2015. The slot on top of the battery cap was damaged. There were battery compartment cracks observed in the thread area and below the grip pad. There was evidence of moisture contamination inside the battery compartment. Due to the moisture contamination, the pump intermittently powered on with returned battery cap and a test battery cap. The display screen was dim and discolored.